Event description:
During an aortic arch replacement, a bleeding was observed at the graft and sutures. And hemostatic agent was used to stop the bleeding. There was no patient injury and the patient was reported to have recovered.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No product evaluation was performed since the graft was not returned to the manufacturer. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was evidenced in the collagen coating records. The review of the water permeability testing of six products coated on the same day than the complaint device indicated values well within product specifications. A reserve sample from the same coating day than the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No leakage was observed and no poor collagen adherence was noted during the test. No conclusion can be drawn. Product testing performed on similar products would tend to indicate that the device was not defective.